Manufacturer narrative:
Concomitant medical products: dtba1d1 crt-d date of implant: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high/undefined superior vena cava (svc) impedance. It was additionally reported that the lead had exhibited t-wave oversensing (twos) and had been reprogrammed to resolve it. The lead remains in use. No patient complications have been reported as a result of this event.